Manufacturer narrative:
(B)(4).additional suspect medical device component involved in the event: model#: sc-8120-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had not used the device for two years due to worsen pain and did not get any relief. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had not used the device for two years due to worsen pain and did not get any relief. The patient will undergo an explant procedure.